Event description:
On 09/28/2023, it was reported by a sales representative via email that an ar-3680 fibertak button implant system shuttle stitch would not shuttle. After drilling the bone tunnel, the surgeon inserted the anchor. At this time, the surgeon took one limb from the biceps and shuttled it through the anchor2, which worked as it should have. When the second tail from the biceps was shuttled with the remaining shuttle stitch, the suture would not shuttle. Everything was removed from inside of the patient, and the case was completed using a distal bicep kit. This was discovered during a distal bicep repair procedure on (B)(6) 2023. Additional information received on 10/2/2023: the case was completed using an ar-2260bc biocomposite distal biceps repair implant delivery system.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device.